Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on march 6, 2018 with the blood glucose meter reading low at the time of the incident. The customer was at 300 mg/dl before the low incident. The customer took 3 units of insulin before going low. The customer was given glucagon to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and the customer will work with an educator to adjust their settings. The customer is an athlete and was working with a trainer for almost 2 hours before the low incident. The customer had other low events on (B)(6) 2018 and another occasion where they had a 27 m/dl low. The insulin pump will not be returned for analysis.